Event description:
It was reported that removal difficulties occurred. The patient underwent lower extremity runoff. A 300cm v-14 control wire was removed from the hoop and used during procedure. However, there was resistance in removing the v-14 guidewire from a non-boston scientific catheter inside the vessel. The packaging as well as the tip of the device was noted to be damaged. The procedure was completed with another v-14 guidewire. There were no patient complications nor injuries reported.